Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (batch no. 628978-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and fever. Previously administered products included for an unreported indication: ortho evra. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), escitalopram oxalate (lexapro), lisinopril and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("reproductive system disorder or condition type ofdisorder or condition: uterine fibroids/ vaginal fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic assisted laparoscopic hysterectomy, bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, menorrhagia, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram - on an unknown date: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : uterine fibroids. Most recent follow-up information incorporated above includes: on 8-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 628978-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, fever, overweight and genital bleeding. Previously administered products included for an unreported indication: ortho evra. Concurrent conditions included menorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), escitalopram oxalate (lexapro), lisinopril and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("spotting") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and was found to have uterine leiomyoma ("reproductive system disorder or condition type ofdisorder or condition: uterine fibroids/ vaginal fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic assisted laparoscopic hysterectomy, bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the metrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : uterine fibroids. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- pfs received- new events spotting between period and pelvic pain was added. Fu 3,4 &5 processed together. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (batch no. 628978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and fever. Previously administered products included for an unreported indication: ortho evra. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), escitalopram oxalate (lexapro), lisinopril and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids/ vaginal fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic assisted laparoscopic hysterectomy).essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, menorrhagia, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on an unknown date: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: uterine fibroids. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : reporter added, aka name added, patient demographic updated, lot number added, essure insertion and removal date updated, event injury nos is replaced with vaginal hemorrhage. Case become valid. Events added- abnormal bleeding (vaginal, menorrhagia), uterine fibroids, dysmenorrhea. Concomitant drug, historical drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.